Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the mx800 screen is frozen. It is unknown if the device was in use at time event, no patient involvement.

Event description:
It was reported that the mx800 screen is frozen. The device was in use at time of event, there was no adverse event reported.